Event description:
Reporter stated that patient was admitted to hospital in 2003 for low blood glucose (42 mg/dl) and seizures. It is unknown whether the seizures were related to the patient's low blood glucose. The patient was treated by (emts) with d50 and glucagon. Patient was released from hospital on 11/2003, and re-admitted the next day for hyperglycemia. Patient was still in hospital at time of report.